Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose infection, shortness of breath, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. In previous report section h10 mentioned incorrect, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged nose infection, shortness of breath, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, dizziness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer stated that device is already returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on mar 26, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged nose infection, shortness of breath, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external visual inspection, the manufacturer noted that the foreign material indicative of dried residue on the front enclosure lcd (liquid crystal display) display as well as damage in the rear enclosure below the detachable battery compartment. The manufacturer recorded and reviewed the unit's event log and settings and proceeded to operate the unit on the primary settings with which it was received at laboratory. The unit operated without issues or alarms. They did observe the screen turn black, as dictated by the "breath" screen saver setting. The manufacturer disassembled the suspect unit for internal inspection. They found no signs of damage or evidence of defective operation and they did not detect any pinched or blocked tubing. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. After review, the manufacturer has determined that ventilator operates as designed and functions as expected. They also observed that the mt3 (control pressure) sensor component of the suspect unit's sensor pca drifted out of spec due to contamination issues. The manufacturer concludes could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The manufacturer was unable to observe or verify any foreign material indicative of contamination from external sources that would support the allegations. Sections d9, h2, h3 and h6 has been updated in this report.